Event description:
It was reported that the patient's right ventricular (rv) lead failed to capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Performance data was collected from the device and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. (B)(4).